Event description:
The facility's biomed reported the pump overinfused during clinical use. The pump was programmed to infuse a 500ml bag of fabrozine at a rate of 100ml/hr. Approx 1.5 hours later, there was only approx 150ml left in the bag. No medical intervention was needed and no pt injury resulted. Despite baxter's efforts to obtain additional info regarding specific pt details and the tubing product code and lot number being used, no further info was available.